Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2016. The patient's condition was good during and post procedure.

Manufacturer narrative:
This supplemental report is being resubmitted in response to an FDA inquiry request received on 18 march 2025. The original awareness date is 27 june 2016 and original submission date is 07 july 2016.

Manufacturer narrative:
Final analysis found insulation abrasion exposing the outer coil at 51.6 cm to 51.8 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. The exposure of the outer coil most likely contributed to the reported complaint of loss of capture reported from the field.